Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured and exhibited loss of capture and pacing inhibition due to noise. The lead was reprogrammed, subsequently inactivated and the implantable pulse generator (ipg) system was replaced with an leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.